Event description:
Same patient as MFR: 6000089-2006-02121. It was reported 5 days after a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated two target lesions. Target lesion 1 was located in the proximal left anterior descending (lad) artery. The de novo lesion was 85% stenosed, 3mm in diameter, 8mm in length and mildly calcified. The lesion was pre-dilated with a 2.50x8mm voyager balloon. The physician followed with a taxus liberte 3.00x8mm stent. The stent was not post dilated. Target lesion 2 was located in the mid right coronary artery (rca). The de novo lesion was 3.5mm in diameter, 8mm in length, 90% stenosed, moderately calcified and moderately tortuous. The lesion was pre-dilated with a 2.50x8mm voyager balloon. The physician deployed a taxus liberte 3.50x8mm stent over the lesion. Five days later, it was reported that the patient expired. The cause of death per the facility was "cardiac arrest". The relationship of this event to the taxus liberte stents is "unknown."

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complainant incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8496438 found that the device met its material, assembly and product specifications, at the time of release to distribution.